Manufacturer narrative:
(B)(4). The connector pin was detached from connector due to using excessive pull force trying to remove the stylet when it was stuck. Stripped ptfe coating from the stylet prevented the stylet removal. The visual inspection showed the lead was cut at 24cm from the pin. The lead was cut/damaged in the field. The lead exhibited normal electrical characteristics. (B)(4).

Event description:
It was reported that during implantation, withdrawal of the guidewire failed. The lead was explanted and replaced. The patient was in good condition.